Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: the complaint device is not being returned, therefore unavailable for a physical evaluation. However, a photo was provided. Upon visual inspection of the photo, it is not possible to evaluate the electrode condition, also the photo does not show the electrode while it is being activates; the photo do not provide enough evidence to confirm the complaint. Without physical evaluation, we cannot determine a root cause for the issue experienced by the customer. The possible root cause could be related to procedural variables, such handling of the device or product interaction during procedure. However, we cannot conclusive affirmed. A manufacturing record evaluation was performed for the finished device u2110019, and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by a healthcare professional in colombia that during an unknown orthopedic procedure on (B)(6) 2022, it was observed that the vapr tripolar90 suction electrode device did not work in coagulation mode. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.